Event description:
The patient is reportedly experiencing intermittencies and retention issues. Programming adjustments have been made and external equipment has been exchanged, however this has not resolved the issue. Revision surgery is under consideration.